Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4). Date of event - correction "(B)(6)2019" describe event or problem - correction "dexcom was made aware on (B)(4)2019, that on (B)(6)2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the upper buttocks on (B)(6)2019." Relevant tests/laboratory data - correction "01/04/2019: cgm 202 mg/dl, bgm 64 mg/dl"

Event description:
Dexcom was made aware on (B)(4)2019, that on (B)(6)2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the upper buttocks on (B)(6)2019.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the upper buttocks on (B)(6) 2019. No additional event or patient information is available. Data has been received but not yet evaluated. A follow-up report will be submitted upon completion. The reported glucose values fall within the d zone of the parkes error grid.